Event description:
Info received indicates the account is unable to raise or lower the head of the bed.

Manufacturer narrative:
The tech found the base cover was loose due to malformation around the foot end, trapping the left CPR/trend pedal between the cover and the base frame. The technician repaired the cover to repair the bed.